Event description:
I.v. Pumps & ventilator - not relevant to event east - patch defibrillator & cable attached to patient. Patient was defired 1-2 times before incident. Defibrillator changed to 360 watt/sel for third time. When discharged arcing was noted from patch at left apical area. Patches removed, no injury to patient or staff. Cable removed from service and examined by bio-med and manufacturer service rep 11/16/92.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrode. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.